Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, implanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted after being implanted for four months. The ins was currently at end of service (eos) with a battery voltage of 2.5 v. Low impedances were measured during the implant surgery. Low impedances were measured on most of the electrodes on the left lead. High impedances were measured on one electrode pair of the right lead. The hcp tried revising the ins/extension and lead/extension connection, but the issue was not resolved. Replacing the extension did not resolve the issue either. The hcp decided not to replace the lead since they thought the problem would resolve with time. Therapy was not manageable with the damaged lead. The ins was programmed to 10-, 11+ at 4.5 v, 150 usec, and 140 hz on the left side and 1-, 2-, 3+ at 3.8 v, 100 usec, and 140 hz on the right side. Using the programmed settings, the ins battery life was calculated to be consistent with the depletion of the ins. No actions had been taken yet, but a revision was scheduled to replace the ins and lead. The issue was not resolved. No further patient complications wer e anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the ins and lead were explanted after less than 6 months of usage due to premature battery depletion. The patient experienced a return of symptoms. Impedance measurements showed values out of range. Electrode pair measurements were 8-10 = 80 oms; 8-11=78 oms; 10-11=79 oms. The ins and lead were replaced resolving the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va18sdn serial# implanted: (B)(6) 2017 explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis - product ID (B)(4): analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. Product ID (B)(4): analysis found the proximal end of the conductor had a short circuit due to over-stress damage. (B)(4) applies to the ins, (B)(4) applies to the lead. (B)(4) apply to the lead. (B)(4) to the ins. If information is provided in the future, a supplemental report will be issued.